Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother called stating her son's insulin pump has been alarming no delivery. Customer's blood glucose is 250 mg/dl. In troubleshooting, insulin exited the tubing during a fixed prime. Customer was advised of a possible site occlusion. Customer changed infusion sets. Customer wants the device returned for analysis. Nothing further reported.